Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer contacted adc customer services on (B)(6) 2016 and reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that because of the issue with his meter he was sent to the hospital where he was given an unspecified "shot to make (his) sugar go up." No further information was provided because the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.